Event description:
As reported, the inner packaging for a .035 260cm j-tip emerald diagnostic guidewire was found damaged when the product was unpacked. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was returned. Addendum: two devices were returned for evaluation. Both devices have inner packaging damage that compromises the device sterility.

Manufacturer narrative:
As reported, the inner packaging for a .035 260cm j-tip emerald diagnostic guidewire was found damaged when the product was unpacked. There were no reported injuries to the patient. Two non-sterile guidewire ¿dgw .035 fc j3mm 260cm tef¿ were received for analysis inside the original pouch. The seals of the pouches are intact. A torn condition was observed on the back of the pouch of both units that is compromising the sterility. No other outstanding details were observed. Sem analysis was not performed because the damages associated with the torn condition on the pouches are visible with the magnification obtained with a vision system. The tears on both packages presented with evidence of elongations. These types of damages are commonly caused during the interaction of the material with an unknown sharp object causing mechanical damage. Therefore, it is assumed that the surface of the back of the pouches was induced to a force that exceeded the material yield strength prior to the tearing. It appears that the external surface on the torn area was affected with a sharp object from the outside of the device. The reported ¿packaging/pouch/box~damaged-inner package¿ and ¿packaging/pouch/box~ compromised sterility- sterile barrier breached¿ were confirmed for both devices. They both presented with a torn condition on the back of the pouch, which breached the sterile barrier. The exact cause of the observed damages could not be conclusively determined during the analysis. It appears that a sharp object affected the external surface of the torn area from outside the device, suggesting that handling factors may have caused the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review, section d4 primary unique device identification (UDI) number has been corrected accordingly.